Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as patient reported that they had notified their doctor about symptoms and issue. Pain and irritation at the ins site had been resolved. There were no complications or that no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event is estimated.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient had irritation at implantable neurostimulator (ins) site. Patient thought stim was on but when patient services had patient connect with ins using patient programmer (pp), it showed that patient was on program 3 at .1v and therapy was confirmed to be off. Patient stated it was possible that she only felt irritation when something was touching the area. Patient reported it hurt at ins site since she went to the chiropractor. Patient stated the healthcare provider (hcp) used manual manipulation and some sort of device that made a pinging noise. The event occurred about a week ago. Patient also inquired if the chiropractor visit caused the lead to move. Patient stated therapy was turned off about six months ago. Patient would see her hcp about interstim therapy.